Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report experiencing a hypoglycemic event on (B)(6) 2014. Patient claimed she was feeling sick, so she used a blood glucose meter to check her readings. Patient claimed the blood glucose meter read 52, even though the her continuous glucose monitor read 150. Patient's partner gave her glucagon to help bring her blood glucose readings back up. At the time of contact with dexcom technical support, patient reported she was feeling pretty good.